Event description:
Hcp reported the pt presented on 6/2002 with complaints of an increase in pain, nausea, and shakiness. A catheter dye study was done right away and showed a sheared catheter at the back. However, there was still some spread in the spinal fluid. The pt was treated with a duragesic patch and a catheter revision was done a week later. The pt had almost immediate improved pain relief and is reported to be doing well since the revision.